Event description:
The bolts are being bent when adjusting the beds, which restrict the beds from going flat. Which would prevent giving CPR to patient if needed. Manufacturer response for patient bed- evolution, evolution (per site reporter).======================they have sent out a service tech to perform repairs.